Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in sant antonio, texas, united states. Livanova is contacting the customer to obtain more information if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, asfter turing on the 3t heater-coolersystem, a low water level error has appeared and a leak form the bottom of the unit was visible during maintenance. There is no patient involvement.

Manufacturer narrative:
A field service engineer was dispatched to the customer site and could confirm the leak coming from the lower portion of the base. The leak was originated from the t-connector which connects the drain tubing and cardioplegia to the drain valve. The external tubing set was replaced. Performance tests were done to confirm the issue was resolved and the unit was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Event description:
See initial report.

Manufacturer narrative:
H10: according to heater/cooler system 3t preventive maintenance guideline, livanova recommends replacing the ¿external tubing¿ once a year. The involved device was installed in september 2021 and the external tubing was replaced on (B)(6) 2022. Thus, over one (1) year from the date of installation. Based on this information, it cannot be ruled out that the root cause of the observed leak was related to a degradation of the external tubing t-connector which no longer allowed the seal.